Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.258" x 0.120" was found to be broken off the grip base. The broken piece was not returned. Additional findings not related to customer reported complaint were signs of corrosion found on the instrument bearings. Grip and pitch input disk bearings exhibit orange discoloration. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the tip of a mega suturecut needle driver fell into a patient. The tip was retrieved during the same procedure. The needle driver tip broke while in use inside the patient. They did inspect the instrument prior to use. There was not a collision with the instrument with the instrument. They had noticed the tip had broken off after using the instrument for suturing. No other information was provided. The procedure was completed.